Event description:
Post-op visit, approximately 3 weeks after surx treatment, indicated patient has a urethra vaginal fistula. Patient believed to be referred to an urologist for surgical repair of fistula.